Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the event of "comes apart" was confirmed. The device failed the pre-repair diagnostic visual assessment due to, "comes apart." If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service the nose tube was coming apart. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.